Manufacturer narrative:
The field service engineer (fse) found that the tube was leaking liquid and that the sample/reagent probe flat ribbon cable was damaged. He replaced the tube and the sample/reagent probe flat ribbon cable. The provided data confirmed the fse's observation. The root cause was due to a tube leakage and a damaged flat ribbon cable (component failure). The service actions (replacing the tube and the sample/reagent probe flat ribbon cable) resolved the issue.

Manufacturer narrative:
The e2 iii reagent lot number and expiration date were not provided. Qc was within the assigned ranges prior to the samples' measurement on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys estradiol g3 (e2 iii) assay on a cobas e411 immunoassay analyzer (disk system). Sample 1 (patient 1): initial result: >3000 pg/ml (accompanied by a data flag and tested with no dilution). Repeat result: 1124 pg/ml (tested with a 5 times auto-dilution). Sample 2 (patient 2): the initial result was assumed to be above the measuring range and the sample was tested with dilution. No initial value was provided. Repeat result: 1124 pg/ml (tested with a 5 times auto-dilution). The clinician questioned the initial results as they did not match the patients' medical history. The repeat results were deemed to be correct as they matched the patients' clinical status.